Event description:
Pt reported infusion device stopped working without warning and displayed a "77" and "3.0". She indicated that the power pack had been in use for approximately two weeks. Patient stated that she was aware of the power pack recall. She replaced the power pack and the infusion device functioned properly. Patient did not report any physiological effect associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.